Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed race (hispanic/latino and caucasian) female patient underwent a primary breast augmentation with an unspecified mentor smooth saline breast implant and experienced postoperative right-sided deflation. The patient was informed by her physician that her right-sided breast implant has been leaking over sometime. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 15-jan-2021, the suspected medical device was returned for evaluation. On 21-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed a tear on the anterior view, extending to the posterior view of the saline breast implant, measuring approximately 4.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 1.0 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jan-2021, it was found that additional information regarding the revision surgery was omitted on the previous report. Manufacturer's reference number: (B)(4) on (B)(6) 2021, the patient underwent removal and replacement with two 300cc mentor smooth round moderate plus profile prostheses (catalog #:3502300, serial # (side unknown): (B)(6) , serial # (side unknown): (B)(6)).